Event description:
Caller states the patient tested "hi" (>600 mg/dl) on the inform system and 171 mg/dl on lab drawn within 10 minutes. Customer was given 15 units novolog based on hi result. No adverse event reported. Requested return of suspect system and replacement was sent.